Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high pressure messages." To further investigate, a functional test was performed. Customer problem was not duplicated. The pump's pressure switch test was performed. The results showed to be within the pump's manufacturing specifications. However, fluid ingression was found on the pump by the chassis base of the downstream occlusion sensor. This causes the pressure switch's activation to be unstable. It was determined to be user induced. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed occlusion at 8.3psi. No patient was involved in this event. No adverse effects were reported.